Manufacturer narrative:
Engineering evaluation results dated 6/14/2005 revealed the catheter was broken in three parts. The part with the hub was 6.5 cm long, the proximal part was 55cm long and the distal part was 75.5 cm. Dried blood was present outside and inside the proximal and distal parts. A kink was found on the proximal part and a flat was present on the distal part. Further evaluation was impossible due to the bad condition of the unit returned. The dimensional inspection could not be carried out. A 100% patency check is performed prior to release from manufacturing to check for occlusion blockage. Therefore, if the catheter was damaged this would have been detected in process, prior to release from manufacturing. No other complaint has been received for this particular batch of devices. The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance specifications. There will be no corrective action as the root cause of the complaint cannot be determined. Boston scientific manufacturing processes include extensive testing and inspections to ensure each product meets or exceeds all material, assembly and performance specifications. This reported defect will be monitored and trended through the monthly complaints review board. We are unable to determine the relationship between the device and the cause for this event. Our directions for use outline proper placement, access and maintenance for this device.

Event description:
A renegade microcatheter was being used for a therapeutic procedure. During use, a coil became stuck at the proximal shaft near the hub. Another catheter was used instead. Engineering evaluation results dated 6/2005 revealed the catheter was broken in three parts.